Event description:
Re: vaxcel port, product code: 45-310, lot #4731897. Manufactured by: navilyst medical inc., (B)(4). Tubing from this port, used for chemotherapy, separated from the port and potentially could have moved through the vein to the heart. Resulted in requirement for emergency surgery to access vein for removal of tube and subsequent surgery to remove and replace the defective vaxcel port.